Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 450 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer had aches from their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had a bent cannula after removing their infusion set. Customer also reported their insulin pump's screen was cracked. The customer's insulin pump will be replaced. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No crack was noted on the display screen.